Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a loss of capture on the left ventricular (lv) lead. The patient was seen in office on april 24, 2026, and the threshold was in range at that time. Technical services (ts) reviewed the presenting electrogram (egm) and observed varying morphologies. Ts suspected there may be a positional component effecting threshold value. Ts recommended further evaluation in clinic. This crt-d remains in service. No adverse patient effects were reported.